Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager intermittent door latch failed. A field service engineer initially brought the incorrect latch part. Instead of replacing the part, the field service engineer cleaned the micro switch contacts to address the issue. The customer tested the remote manager door multiple times, and it operated successfully. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the refrigeratorcouldn't be opened. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.